Manufacturer narrative:
Device used for treatment, not diagnosis. Part number is either 04.402.008s or 04.402.009s. This report is for unknown unk - radial stem/unknown lot number. Quantity is either one or two. Device is not expected to be returned for manufacturer review/investigation. (B)(6). 510k#: could be k112030. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon mentioned he had a loosening of the radial head prosthesis. No information available about patient condition and outcome. This complaint involves 2 parts. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Complaint was reviewed and determined to be a part of recall device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). The reported event has caused or contributed to the need for medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The devices were explanted. A device history record (DHR) review was performed on part #: 09.402.022s, lot h026190: release to warehouse date: 28-jan-2016, expiration date: 31-jan-2021, supplier: (B)(4). No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation has confirmed that these implants are subjected to delivery stop and the parts are consequently blocked in the system. In addition, on 30 december 2016 synthes (B)(4) has initiated a voluntary medical device removal (recall) of the depuy synthes radial head prosthesis system due to the possibility that the radial stem may loosen post-operatively at the stem bone interface (B)(4). The parts are not returned. No further investigation could be performed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the patient was operated on (B)(6) 2016 for an open reduction and osteosynthesis of the right radial head for a multi-fragmentary mason iii fracture. Later on the patient was implanted on (B)(6) 2016 with radial head prosthesis for open post-reduction status and osteosynthesis of a mason IV fracture of the right radial head with plate, with early wear down. The removal of the radial head prosthesis took place on (B)(6) 2017 because the right radial prosthetic head became unsealed. Over time, the prosthesis showed an osteolysis. An elbow puncture was positive for propionbacterium acnes (sterile primocultures, growth after enrichment).